Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to a pinhole in the bending section cover, water tightness was lost. In addition to the no image issue found due to damage to the charge-coupled device unit, the connecting tube had a wrinkle, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to a dent on the channel tube, the channel cleaning brush could not be inserted smoothly; the connecting tube had a dent, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera bronchovideoscope, there was leakage from the insertion section. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the image was not displayed due to damage to the charge-coupled device unit. The device is expected to be returned for evaluation but has not yet been received.

Event description:
The customer reported to olympus that while using the evis lucera bronchovideoscope, there was leakage from the insertion section. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the image was not displayed due to damage to the charge-coupled device unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented for a needed correction to the reportable event description: event description: the customer reported to olympus that while using the evis lucera bronchovideoscope, there was leakage from the insertion section. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the image was not displayed due to damage to the charge-coupled device unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image issue could not be determined, however, it was likely the result of the image sensor unit failure, a defect of the video connector internal board or defect on the system side. Olympus will continue to monitor field performance for this device.